Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
While covering the seeg case with ro15050 on (B)(6) 2018, the field service engineer noticed that the pointer probe was completely missing the small arm with the ball on it. This did not affect the case since the surgeon used contactless registration. The field service engineer does not know when this piece broke, but it was found broken on the sterile tray. The hospital has a second pointer probe if needed. This did not cause a delay to the case.

Manufacturer narrative:
It was reported that the tip of a pointer probe was found broken. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the root cause of this event cannot be determined as the product was not returned. Device ro15050 was removed from the hospital as part of the scope of zfa-2018-00194 and was replaced by device br18073 with new instruments.

Event description:
While covering the seeg case with ro15050 on (B)(6) 2018, the field service engineer noticed that the pointer probe was completely missing the small arm with the ball on it. This did not affect the case since the surgeon used contactless registration. The field service engineer does not know when this piece broke, but it was found broken on the sterile tray. The hospital has a second pointer probe if needed. This did not cause a delay to the case.